Event description:
It was reported that the pump displayed a reset screen unexpectedly, and the screen went blank with no led blinking. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer worked with technical support to troubleshoot the issue, learning that the reset was a built-in safety feature. They were informed to manually reset certain functions and successfully resumed insulin treatment, acknowledging the information provided.